Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had history anomaly. Customer's blood glucose level was 14.7mg/dl at the time of the incident. It was reported that the insulin pump indicated that bolus was not delivered message occurred. It was reported that this issue occurred more than once. It was reported that boluses were confirmed but were still not being delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device was programmed boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No bolus anomaly noted during testing.